Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The customer confirmed the reported system leak issue. The customer discovered that the blower was the cause of the leak. The customer replaced the blower and completed/passed the performance verifications.

Event description:
The customer reported a failing system leak test. There was no patient involvement. The event date was not specified; estimate used.